Event description:
It was reported that an ilet user experienced hyperglycemia after a meal, with glucose readings rising to 245 mg/dl and subsequently to 287 mg/dl; the user administered a manual subcutaneous insulin injection from an external pen while briefly disconnecting from ilet was advised to avoid insulin stacking, then later resumed ilet therapy with glucose trending down to 160 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.